Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the display was found to be fully functional. A review of the pump black box showed call service 054 alarms which are consistent with sleep alarms that could cause the screen to remain blank for several minutes. The pump was exercised for 24 hours without alarms or other issues duplicated. The pump was opened and the display was inspected with no defects found.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting a blank display screen issue. The reporter indicated that the pump battery was replaced and the pump display screen went blank but the audible tones and vibration were still working. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.